Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the physician suspected a cerebrospinal fluid (csf) leak occurred when while placing a trial lead. The physician performed a blood patch to address the issue. Postoperatively, the patient denied a headache.